Event description:
Information received from the field does not address the patient's clinical status but notes "lead replaced because of poor pacing and sensing characteristics. Poor lead placement."~~~~~~~~~